Event description:
Pt reported experiencing elevated blood glucose, 975 mg/dl (normal=48-150 mg/dl). Pt stated they woke up in 2005 at 9:30am vomiting and blood glucose read hi on meter. Pt drove themselves to the hosp and the hosp staff measured pt's blood glucose to be 975 mg/dl, so they were admitted. Pt tested positive for ketones. The physician increased pt's basal rate by 50% on the device and treated pt with add'l injections and insulin drip. Pt is unsure if device caused the high blood glucose since they were outside for 4 hrs in the hot sun the day before. Pt did not advise when they were released from the hosp, but stated they were currently fine.